Manufacturer narrative:
Only the patient's initials are known. The patient's complete first and last name are unknown.source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins) for intractable chronic pain. It was reported that after the patient received radiation therapy (rt), a recharger was placed on the device to recharge but was not able to recharge. Power on reset (por) with a clinician mark was indicated, and the power was not able to turn on/off. The device settings were: amplitude (v): 4.6, 8.1, 6.0 pulse width (us)): 450, 450, 450 impedance (ohm): not specified/unknown. Rate (hz/pps): 50 polarity (uni or bi): bipolar electrode# for anode: 4,14/ 3/ 7 electrode# for cathode: 3,15/ 1,2/ 6 usage (hrs/day): not specified/unknown. No x-ray images were available. Telemetry data was available. The external factor that contributed to this event was emi due to rt. Troubleshooting was performed. The patient visited outpatient to confirm the event. A recharger was placed on the device to check the screen. When por with a clinician mark was indicated, the clinician programmer established telemetry with the device; service code "0x400" was confirmed and the device was reprogrammed. The issue was resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred nor was planned. There was no patient injury. Additional information was received from the rep reporting a por was triggered again on (B)(6) 2017. The next day the patient visited the hospital and the clinician programmer established telemetry with the device. Stimulation was restarted without any issues. The patient did not believe to go any place where there was emi and receive any treatment with emi. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.